Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received inappropriate shock therapy for t-wave oversensing from the subcutaneous implantable cardioverter defibrillator (s-ICD). A poor ration between the r and t-wave was observed. It was noted that the smartpass feature was off in the alternate vector. At that time they programmed smartpass back on and left the sensing vector as alternate. The patient was scheduled to come in for further testing, but did not present to the appointment. Seven months later the patient presented after receiving another shock for t-wave oversensing. At that time the sensing vector was reprogrammed to secondary and the patient was again scheduled for further testing. However, once gain the patient did not present to that appointment. Two months later the patient came into the clinic with complaints of additional shocks. Interrogation revealed additional inappropriate therapy for t-wave oversensing where there was undersensing of the r-waves. Noise was also observed. The noise was bale to be recreated when the patient raised their arms. It was noted the patient has gained 40 pounds since implant. X-rays were taken without any findings. Boston scientific technical services (ts) was consulted and discussed programming options. The sensing vector was left programmed in secondary. Two years later the patient received additional inappropriate shocks and the sensing vector was reprogrammed to alternate. The patient was scheduled for treadmill testing, but was not compliant with follow-up. One year later the patient received additional inappropriate shock due to t-wave oversensing when their heart rate was around 130 beats per minute. Ts was consulted and discussed that smartpass had disabled again. Ts reviewed x-rays taken previously and noted the can is a bit anterior and maybe not all the way down on the fascia. The field representative indicated that alternate was chosen previously in an attempt to determine if that was a potential cause. Three years later the patient contacted ts and noted th device was lowered to 210 beats previously. The patient indicated he was shocked today and yesterday while at rest and not performing any activities. The patient indicated the shocks were inappropriate due to double counting. The patient further indicated programming changes made a week ago. Ts referred the patient to their clinic. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient received inappropriate shock therapy for t-wave oversensing from the subcutaneous implantable cardioverter defibrillator (s-ICD). A poor ration between the r and t-wave was observed. It was noted that the smartpass feature was off in the alternate vector. At that time they programmed smartpass back on and left the sensing vector as alternate. The patient was scheduled to come in for further testing, but did not present to the appointment. Seven months later the patient presented after receiving another shock for t-wave oversensing. At that time the sensing vector was reprogrammed to secondary and the patient was again scheduled for further testing. However, once gain the patient did not present to that appointm3ent. Two months later the patient came into the clinic with complaints of additional shocks. Interrogation revealed additional inappropriate therapy for t-wave oversensing where there was undersensing of the r-waves. Noise was also observed. The noise was bale to be recreated when the patient raised their arms. It was noted the patient has gained 40 pounds since implant. X-rays were taken without any findings. Boston scientific technical services (ts) was consulted and discussed programming options. The sensing vector was left programmed in secondary. Two years later the patient received additional inappropriate shocks and the sensing vector was reprogrammed to alternate. The patient was scheduled for treadmill testing, but was not compliant with follow-up. One year later the patient received additional inappropriate shock due to t-wave oversensing when their heart rate was around 130 beats per minute. Ts was consulted and discussed that smartpass had disabled again. Ts reviewed x-rays taken previously and noted the can is a bit anterior and maybe not all the way down on the fascia. The field representative indicated that alternate was chosen previously in an attempt to determine if that was a potential cause. Three years later the patient contacted ts and noted th device was lowered to 210 beats previously. The patient indicated he was shocked today and yesterday while at rest and not performing any activities. The patient indicated the shocks were inappropriate due to double counting. The patient further indicated programming changes made a week ago. Ts referred the patient to their clinic. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient received inappropriate shock therapy for t-wave oversensing from the subcutaneous implantable cardioverter defibrillator (s-ICD). A poor ration between the r and t-wave was observed. It was noted that the smartpass feature was off in the alternate vector. At that time they programmed smartpass back on and left the sensing vector as alternate. The patient was scheduled to come in for further testing, but did not present to the appointment. Seven months later the patient presented after receiving another shock for t-wave oversensing. At that time the sensing vector was reprogrammed to secondary and the patient was again scheduled for further testing. However, once gain the patient did not present to that appointm3ent. Two months later the patient came into the clinic with complaints of additional shocks. Interrogation revealed additional inappropriate therapy for t-wave oversensing where there was undersensing of the r-waves. Noise was also observed. The noise was bale to be recreated when the patient raised their arms. It was noted the patient has gained 40 pounds since implant. X-rays were taken without any findings. Boston scientific technical services (ts) was consulted and discussed programming options. The sensing vector was left programmed in secondary. Two years later the patient received additional inappropriate shocks and the sensing vector was reprogrammed to alternate. The patient was scheduled for treadmill testing, but was not compliant with follow-up. One year later the patient received additional inappropriate shock due to t-wave oversensing when their heart rate was around 130 beats per minute. Ts was consulted and discussed that smartpass had disabled again. Ts reviewed x-rays taken previously and noted the can is a bit anterior and maybe not all the way down on the fascia. The field representative indicated that alternate was chosen previously in an attempt to determine if that was a potential cause. Three years later the patient contacted ts and noted th device was lowered to 210 beats previously. The patient indicated he was shocked today and yesterday while at rest and not performing any activities. The patient indicated the shocks were inappropriate due to double counting. The patient further indicated programming changes made a week ago. Ts referred the patient to their clinic. The s-ICD remains in service and no adverse patient effects were reported.